Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for open spine clamp. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported an open spine clamp with a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.